Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 357 mg/dl at 9:27 a.m. And 83 mg/dl at 9:29 a.m. With the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned a contour meter (serial # (B)(6)) and contour test strips (lot # 1aj3b01d) for evaluation. The serial number of the returned meter and lot number of the returned test strips were different from the one associated with event. An in-house testing was performed using the blood sample with the returned meter and test strips as well as with the in-house test strips from lot # 1ej3b01d, which is same as the lot # associated with the event and it gave a satisfactory performance.

Manufacturer narrative:
A device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.